Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 206 mg/dl, 229 mg/dl, 331 mg/dl. Tests were done within 10 minutes a difference of 29%. Pt did not experience any adverse events. No further info has been reported. Note: "control solution test = 133 mg/dl (range 104-141 mg/dl)".